Event description:
It was reported that during device replacement for eol, high, out of range, high voltage and pacing lead impedance was observed. The impedance was unchanged when the device was manipulated. The lead was later capped. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.